Manufacturer narrative:
The universal seal accessory has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show a dark crescent shaped piece of material which may be a piece of the silicone seal flap of a universal seal accessory.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon notice a small, gray-colored fragment within the surgical field, inside the patient. Upon inspection, the universal seal accessory was suspected to have a defect. The customer confirmed that the fragment was retrieved during the same procedure. The patient¿s abdomen was visually inspected and no additional fragments were identified. No additional surgical procedure was required to remove the fragment. No patient complications were reported as a result of the issue, the procedure was completed as planned.